Event description:
It was reported that the shock is not delivering. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for the replacement of the capacitor. Upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor for which a part was ordered for replacement. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the shock is not delivering. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for the replacement of the capacitor. Upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor for which a part was ordered for replacement. The device remains at the customer site and no further evaluation is warranted at this time.